Manufacturer narrative:
It was reported "nursing staff were inflating the bubble mattress. The mattress began to deflate as the client was settling on the mattress. It was then noticed the mattress had popped." There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported "nursing staff were inflating the bubble mattress. The mattress began to deflate as the client was settling on the mattress. It was then noticed the mattress had popped."